Event description:
It was reported the patient¿s implantable neurostimulator (ins) had bulged out like a door knob since implant. It was stated they were supposed to go in and put it deeper but had not at the time of report. Additional information received reported that the implantable neurostimulator (ins) might have been flipped. The patient stated that this issue began ¿maybe 2 weeks after the surgery¿ and that the manufacturer¿s representative was aware of this issue at the time of the event. It was stated that he patient saw the healthcare professional (hcp) on monday and when they looked at the ins they ¿definitely wanted him to talk to the hcp to schedule a surgery to get it in the right place¿. It was stated that due to the flip, he had always had a difficult time charging. It was stated that the patient asked for help to check device, and noted that he had been trying to contact the manufacturer¿s representative for the past 2 days had been unable.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to (B)(4) and escalation was not required. The investigation of the ipg is inconclusive because the cause of the ins issue was not determined and additional information related to the event was not obtained. The outcome remains unknown. Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).